Event description:
The report from the (B) (6) study indicated that during post-dilation with a 5.0x20mm aviator balloon and stenting of a lesion in the ostium of the right internal carotid artery with a 7.0x40mm precise pro rx stent, the patient developed neurological deficits with behavioral change and left hemiparesis. The patient was confused, disoriented and agitated. Sedation was given for the agitation. The angioguard embolic protection device was also in place when the adverse events were manifested. The deficits lasted less than 24 hours and the patient was diagnosed with an ischemic stroke. In addition, the site indicated that it was not clear whether this was an ischemic stroke or a manifestation of hypotension as the patient was hypotensive briefly following stent deployment and resolved both the hypotension and neurological deficit with restoration of her blood pressure. She was treated for the hypotensive episode with a total of 160 mcg of neosynephrine IV was used over a 2 min period. The patient had a full recovery and no emergency cea surgery was required. Discharge occurred 4 days later due to continued episodes of psychoses at night. Approximately 2 ½ weeks later, the patient had sudden left hemiparesis, dysarthria and permanent neurological deficits, including generalized weakness, confusion, left sided facial droop and left sided weakness. This was diagnosed as an ischemic stroke. The patient remained hospitalized and was 85% improved neurologically. However, she was currently being treated for bilateral knee gout.

Manufacturer narrative:
((B) (6) 2010): clopidogrel, pre and post. Heparin, intra-procedure. Neosynephrine, post-procedure.((B) (6) 2010): angioguard catalog number 501814rmc and lot number 71108503 and aviator balloon (post-dilatation) 5.0x20mm.during the index procedure pta was performed on an 85% occluded lesion was 38mm in length in a 4.0mm reference diameter. The (arch ii type) eccentric lesion was moderately calcified with mild vessel tortuosity. The vessel was pre-dilated. A 5mm medium support angioguard embolic protection device was successfully deployed then a 5x40mm precise pro rx stent was deployed at the target site. The angioguard was successfully removed. The residual diameter stenosis measured 30%.the report from the (B) (4) study indicated that during post-dilation with a 5.0x20mm aviator balloon and stenting of a lesion in the ostium of the right internal carotid artery with a 7.0x40mm precise pro rx stent, the patient developed neurological deficits with behavioral change and left hemiparesis. The patient was confused, disoriented and agitated. Sedation was given for the agitation. The angioguard embolic protection device was also in place when the adverse events were manifested. The deficits lasted less than 24 hours and the patient was diagnosed with an ischemic stroke. In addition, the site indicted that it was not clear whether this was an ischemic stroke or a manifestation of hypotension as the patient was hypotensive briefly following stent deployment and resolved both the hypotension and neurological deficit with restoration of her blood pressure. She was treated for the hypotensive episode with a total of 160 mcg of neosynephrine IV was used over a 2 min period. The patient had a full recovery and no emergency cea surgery was required. Discharge occurred 4 days later due to continued episodes of psychoses at night. Device history record (DHR) review was not conducted because the sterile lot number was not available.hypotension and the resultant tia/stroke are well-known potential adverse events associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Approximately 2 ½ weeks later, the patient had sudden left hemiparesis, dysarthria and permanent neurological deficits, including generalized weakness, confusion, left sided facial droop and left sided weakness. This was diagnosed as an ischemic stroke. The patient remained hospitalized and was 85% improved neurologically. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery. The act of post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device.this is one of three devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2010-00251, 1016427-2010-00041 and 9610978-2010-00072.